Event description:
It was reported that while the flight crew was carrying the unit from the helicopter back to their office, the cardiosave intra-aortic balloon pump (iabp) unit was dropped by the customer and has internal and external damage. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: d5, e2 and e3 (initially it was wrongly mentioned as 'yes' and 'other healthcare professional respectively which is actually 'unknown'), g2 a getinge field service engineer (fse) noticed that shoved the back cover into the pressure and vacuum hoses that run from the compressor to the reservoir and cut them, and also broke off 300 psi check valve from the fill manifold . Fse installed new console cover, 300 psi check valve, and screw flat head. Swapped all parts from damaged cover to new cover, installed new pressure and vacuum hoses . Ran unit through a complete calibration and electrical safety test, all meets factory specifications. Ran unit on test balloon and trainer for approx 45 mins with no problems, unit was returned to customer for use. There was no patient involvement, and no adverse event reported.

Event description:
N/a